Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained rv oversensing episodes and loss of capture. It was also noted the rv threshold measurements were "historically high." The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53, lead, implant date: (B)(6) 1995; 1458q-92, competitor left ventricular, lead, implant date: (B)(6) 2011. (B)(4).